Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under his armpits from wearing the lifevest. The patient removed the lifevest for a short time and was given two prescriptions from his physician (one for jock itch and one for infection). The irritation improved and the patient will continue to wear the lifevest.